Event description:
Per distributor: the device was given to the customer in 11/2002 for educational purposes. The pump was connected on the customer 2 days later in the morning and by evening had already a high glucose level reading. The next morning the customer was pale and was vomiting. Customer's parents corrected high bgs with boluses but ketones appeared in the urine. Extra insulin was given with the pump, but the customer did not respond. An injection was given. Customer was admitted to the hosp where all necessary measures were taken and the glucose normalized. Later the glucose elevated again and insulin was given with the pump with no positive response. Customer immediately received a new pump.